Event description:
It was reported that "hair-like material was observed inside the package when the customer opened it. The unknown material was located on the edge inside package." No patient injury reported.

Manufacturer narrative:
The product was returned for evaluation. The kit was returned in an open tray and pouch. The complaint was confirmed. A hair was adhered to the edge of tray, outside of the sterile drape. It appears that the hair was heat-sealed with tyvek and tray. The hair was black in color and 1.5" long. The manufacturing site will be made aware of this complaint. A device history record review was completed and documented that the device met all specifications upon distribution